Event description:
Caller reported receiving an error message on their continuous glucose monitor (cgm), specifically cgm error 42. Technical support provided guidance for a complete pump reset and assisted the caller through the process. After the reset, the error message did not reappear, and the caller was able to successfully start a new sensor session. There was no adverse impact to the customer's blood glucose level.